Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
During surgery, the cep hip instrument for the loaner set was broken upon threads.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h10. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture event description: it was reported that the instrument was found broken during surgery within the loaner set. The device fracture next to the thread. An alternative instrument (next size/offset device) was used to finish the surgery. It was reported that the device was not in contact with the patient, therefore, no pieces remained in the patient and there was no harm to the patient. There was no surgery delay. The instrument was discarded by the hospital as it covers a common issue. Review of received data: - one images was received which shows the fractured device. The fracture line runs parallel to the reference number of the device. The fracture occurred at the end of the thread. - otherwise, no medical data such as x-rays, surgical notes or any other case-relevant documents received, as the patient was not harmed and due to patient privacy policy. Device analysis: no product was returned to zimmer biomet for in-depth analysis as it was discarded by the hospital as it covers a common issue. Review of product documentation: compatibility: compatibility check could not be performed as only one product had been reported. Root cause analysis: root cause determination using sap rmw # - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - : instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, as according to material compatibility specification the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as it is unknown how many times the device had been used. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible, as the device is made of sulene-pom. - instrument breaks, deforms, diverges impairing its function due to excessive deterioration of instrument during long term use => possible, as it is unknown how many times the devices had been used. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as no information about previous surgeries and the general handling of the device is given. - instrument breaks, deforms due to off-label/ abnormal-use => possible, as no information about previous surgeries and the general handling of the device is given. - instrument cannot be used with the mating instrument or mating implant as intended (due to damaged and/ or seized instrument) due to failure of instrument assembly condition due to off-label/ abnormal-use, excessive deterioration => possible, as no information about previous surgeries and the general handling of the device is given. Conclusion: it was reported that the instrument was found broken during surgery within the loaner set. The device fracture next to the thread. An alternative instrument (next size/offset device) was used to finish the surgery. It was reported that the device was not in contact with the patient, therefore, no pieces remained in the patient and there was no harm to the patient. There was no surgery delay. The instrument was discarded by the hospital as it covers a common issue. Based on the received image and the given information the complaint could be confirmed. The quality records of the device, which was manufactured in jun 2005, could not be reviewed and the device was not returned by the customer, therefore, the condition of the device is unknown. However, the received image shows a similar failure mode as previously described in CAPA, implemented in 2015 for a similar issue and has identified "usage/men (incorrect use and off label use)" as the root cause. Further, issue evaluation has been initiated in december 2017 and it was determined that the design is acceptable. Therefore, it might be a possibility that unusual high impact / torque forces might have occurred on the instrument during surgery, leading to the breakage. Another possibility is that the setting instrument was screwed on incompletely or at an angle, resulting in high stress in the material, which could have led to the breakage. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report (B)(4).